Event description:
It was reported to medtronic minimed that the customer experienced fluid under the lcd. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. No harm requiring medical intervention was reported. Product mmt-1881 was returned for product analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j2, u2, j6, j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, damaged display window cover, cracked case on the battery tube side, cracked battery tube threads, cracked case, and cracked belt clip rails. Flashing medtronic logo was confirmed during analysis due to severe moisture damage on [pcba 1 j2, u2, j6, j7 / pcba 2 j1]. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.